Event description:
It was reported that during the replacement procedure, the impedance measurements of the original right ventricular (rv) lead were abnormal. The physician attempted to implant a new 7742 lead, but the thresholds were too high. Subsequently, the original lead was re-implanted to complete the procedure and remains implanted. The attempted lead could not be returned after the procedure due to the epidemic prevention situation in the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the replacement procedure, the impedance measurements of the original right ventricular (rv) lead were abnormal. The physician attempted to implant a new 7742 lead, but the thresholds were too high. Subsequently, the original lead was re-implanted to complete the procedure and remains implanted. The attempted lead could not be returned after the procedure due to the epidemic prevention situation in the hospital. Update/additional information: a good faith effort was submitted to the field to obtain further details and clarification. Additional information was provided that the initial reason for the revision/replacement procedure was to replace a biotronik lead due to abnormal impedance measurements. The boston scientific (7742) lead was in fact attempted. During the replacement procedure, the 7742 lead was also showing high, out of range impedances, which were more than 3000 ohms. Subsequently, the physician elected to re-implant the original biotronik lead, which remains implanted and in service. No additional adverse patient effects were reported. It was also confirmed that there were no abnormal thresholds observed, only high impedance measurements. This lead is unavailable for return due to the pandemic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.